Manufacturer narrative:
Based on the reported info, the findings were as follows: the existing castors have been in use on the device for many years w/o issue and the console supplied with the castors as fitted was in compliance with the dmr. This is the first complaint from a user on the discomfort of the electrostatic discharge, level of which varies dependent on many variables including the skin resistance of the user themselves. As a result of the amendment to the EU medical device directive, it was necessary to upgrade the device to remove all esd occurrences, and thus current build units from (B)(6), 2010 have had special castors fitted to address this. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
On an unk date, the cusa excel console caused static electrical discharges to the staff. The product came in contact with the pt but there was no pt injury. The event did not increase the surgery time.